Manufacturer narrative:
B1 adverse event or product problem, corrected data: initial report inadvertently did not select 'adverse event' as well. B2 outcomes attributed to adverse event, corrected data: initial report inadvertently did not select an option.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
Product analysis was completed on the returned lead. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis a coil appeared to be broken at approximately 375mm. The coil was identified as the ring (+) coil. Scanning electron microscopy (sem) images performed on the coil break show the area as having metal dissolution and pitting which prevented identification of the coil fracture type. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path other than the identified openings and the cut/torn ends made during the explant process. Other than the noted above conditions, the condition of the returned lead portion is consistent with conditions that typically exits following an explant procedure.

Event description:
The explanted generator and lead were received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.483 volts, and the memory locations on the generator indicated that 57.936% of the battery had been consumed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Patient presented with high lead impedance and also reported an increase in seizures. It was noted that x-rays will be ordered and the patient was referred for surgery. The x-rays images have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.